Manufacturer narrative:
This MDR report is part of the 227 pilot program, e2015055. The reported device was received for evaluation; the event was not confirmed during testing. Evaluation found the device had passed all testing. This device was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device had metal shedding debris. There was patient involvement but no patient impact.